Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. The patient was subsequently revised due to dislocation and shifting of the acetabular cup. The acetabular cup and modular head were removed and replaced with a regenerex cup and a freedom constrained liner. The stem remained implanted. Review of invoice history verified the implant and revision surgery dates. Additional information received in patient revision report notes the presence of metal-stained fluid, metallosis, destruction and loss of the abductor musculature, and a vertical and retroverted cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." ¿material sensitivity reactions.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07742 and -07823).